Event description:
It was reported that during the implant procedure the physician was not able to slit two different catheters because the slitter jumped out. A different catheter was used to successfully deliver the left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. It was also noted that the mechanical operation of the catheter shaft was bent, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the catheter is spirally slit to 7cm from the handle, then slitting stops. Spiral slitting (technique issue) starts right from the beginning and snags (stress cracking visible) at 1 and 3cm, when it stops at 7cm.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.